Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Further information was requested from the site in order to investigate the reported event further. However, no further information was provided. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient information was not provided. Further follow-up with the site found that the surgeon reported in one case he got 10mm error so he abandoned the use of navigation and continued with routine method. Secondly when we select the femur or tibia axis i.e. From the options 1) epicondylar 2) whitesideline or 3) post condyles. His query is why we get different readings for varus and internal rotation. A medtronic onsite rep provided further troubleshooting and explanation regarding the software math document. The rep also checked the instruments and could not see any visible damage or bending to give geometric error. Further review by a medtronic product expert found that the blue status bar is likely not an issue. We cannot predict how spherical the femoral head is. If it is perfectly round then the calculation will be likely fast as the leg will rotate well within the hip socket. If the head of the femur is dysplastic, which is not all that uncommon in patient¿s requiring knee/hip replacement, then the hip joint can take longer creating more difficulty capturing the true center. The inaccuracy allegation is still under investigation.

Event description:
A medtronic representative reported that the customer has recently reported that there was a 2mm inaccuracy on the distal femur cut and a need to understand what caused the possible error. He has been using our system for a long time and he has started getting the error recently. Also when we digitize hip centre by moving the leg in flexion/extension or abduction/adduction until the blue status bar is completely filled, customer has complained saying that sometimes the blue status bar fills up within few seconds while sometimes it takes longer time. So he has concerns about the system accuracy. This was reported to be a general feeling and not related to a particular case. Additional patient event details were requested but have not been provided.